Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. A review of the complaint database did not reveal a history of a recent fluid leak.

Event description:
A peritoneal dialysis (pd) nurse stated a patient had been hospitalized beginning on (B)(6) 2014 and began a course of vancomycin to treat peritonitis. The patient was released from the hospital after a couple days of monitoring and the patient did not suffer any further complications. The nurse stated the patient disconnected without using aseptic technique during a treatment and contracted peritonitis due to touch contamination. Medical records have been requested.